Event description:
A baxter field service engineer reported an infusion pump with batteries with 9 discharges below the alarm threshold. The event was reported to have occurred prior to use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation occurred on-site. The condition of 9 battery discharges below the alarm threshold was confirmed in the battery history. This indicates that the batteries may have been discharged to a potentially damaging level and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.